Manufacturer narrative:
Four samples model me2020, lot 25095198 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sets were unable to be flushed. Excess solvent was seen at the male luer for three of the samples and the female luer for one of the samples. The separation could be related to an incorrect amount of solvent applied (lack or excess of solvent) in the tubing due to opportunities in the work instructions defined in the standard work instruction. No additional actions were taken since reported sku was deactivated in hermosillo site, and production of this sku was reactivated in tj site under an updated work instruction with new fixtures. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd extension set (microbore) 152 cm (60 in) had flow issues. The following information was provided by the initial reporter: we have now had 6 extension set IV tubing sets that we cannot flush or prime. We have kept several packages. They are all part of the same lot # 25095198. Incidents related to flushing an extension set, me2020, extension set microbore slide clamp(s) spin male luer lock. Not made with dehp. L: 60 in l: 152 cm pv: 0.3 ml content sterile - me2020 / bd we have been finding the tubing over the course 2 weeks 11-03-2025 to 11-17-2025. Tubing would not flush. We did have to request and additional dose of a medication trying to trouble shoot the issue. Otherwise we just replaced the tubing with another extension set. I kept 4 of the defective samples if you would like me to send them in for testing.